Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and suture detached. Further information has been requested.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch regarding the same issue some of them closed as confirmed; of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 7 closed and 2 open samples contaminated with the needle detached from the thread (threads are still wound on the pack). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.12 kgf in average and 0.97 kgf in minimum and fulfil ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. However, considering that there are previous confirmed complaints of this code-batch for the same issue (needle detachment) and that the open samples received are unused but detached, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received the previous complaints show that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.